Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "on (B)(6)2024, the catheter was found to be leaking during the catheterization of the patient, and the catheter was subsequently replaced with a new catheter for placement." No other information was provided.

Event description:
It was reported by the customer "on (B)(6) 2024, the catheter was found to be leaking during the catheterization of the patient, and the catheter was subsequently replaced with a new catheter for placement." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the problem could not be reproduced. One 15 cm niagara slim cath kit was returned for evaluation. An initial visual observation showed no obvious use residues throughout the returned kit. A functional test of attempting to flush each lumen with water using a 12 ml syringe revealed the catheter to flush without difficulty. The catheter was subsequently pressurized to test for leakage. During pressurization of the device, no leaks were observed throughout the returned catheter. Because the catheter was not found to leak upon testing, the complaint of a leaking catheter is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.